Event description:
End-user stated that she mistakenly grabbed the stomahesive powder instead of eye drop medicine, and put it in her right eye. It is reported that one puff of the stomahesive powder was put in the eye, and fifteen minutes later she flushed the eye out with water.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user was advised to continue to flush eye and to contact medical doctor. Updated info received on (B)(6) 2013 states as follows: as a f/u report to end-user's condition, it is reported that end-user saw the eye doctor who evaluated right eye, and eye is now free of irritation and infection. It is reported that pt appears to have no ill effect as a result of incident. A quality eval was conducted on (B)(6) 2013, and medical and regulatory eval was reviewed. This case was reported as an adverse event. A lot number could not be obtained therefore a review of the batch record data could not be performed without a valid lot number. A review of the complaint listing for the previous 12 months for the product and icc codes indicates that this was the second case registered for splash/spray/dusted in eye. Could not determine if product meets spec without a lot number or sample. This case is an isolated incident and trends will be monitored by the complaints committee. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).